Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective gas delivery system (gds) to address the reported issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service.

Event description:
The customer reported "low oxygen flow and concentration". The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.